Manufacturer narrative:
Additional information added to b5 and h10 b5: upon follow up, it was reported that the patient was discharged 13 days after hospital admission and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was reported that the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1 g, every 96 hours, ongoing, route not reported), ceftazidime injection (1 g, once daily, ongoing, route not reported) for peritonitis. At the time of this report, the patient was recovering for the event. Four days after the event onset, pd therapy was discontinued and patient shifted to hemodialysis (twice a week). On an unreported date, the pd catheter was removed. No additional information is available.